Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased button dome switch. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the buttons were hard to push. The customer's blood glucose was around 50 mg/dl at the time of incident. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.